Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of inducing ventricular tachycardia (vt) with biventricular (biv) trigger pacing. Technical services (ts) discussed the biv trigger pacing was due to a right ventricular (rv) sensed event. Ts confirmed there were two premature ventricular contractions (pvc) and the rhythm wasn't fast enough to prevent biv trigger pacing. Ts couldn't confirm if the biv trigger pacing caused the vt or if the arrythmia was intrinsic. Ts recommended turning off trigger pacing. This crt-d remains in service. No adverse patient effects were reported.